Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: etlw1610c124e, sn (B)(4), expiration date: 2018-11-30, (B)(4) film evaluation summary: the exact cause of the left limb occlusion could not be determined from the limited films provided. Pre-implant CT¿s and films during implant were not available for return and post-implant flow assessment. A pre-implant planning worksheet noted the external iliacs were small (6 ¿ 6.6mm) in diameter and diffusely diseased, and both iliacs were mildly to moderately calcified especially at the junction with the hypo¿s. The distal aortic diameter was small (22mm), the common iliac arteries were tortuous, and the left common iliac artery was noted as acutely angulated just distal to the aortic bifurcation. A short video of post-implant transverse CT¿s confirmed that the left/contra limb was 100% occluded beginning near the level of the gate, with resuming flow at the left iliac bifurcation. The left limb was noted to be compressed approximately (B)(4) within the distal aorta and was also acutely angulated laterally-left beginning at the origin of the left common iliac artery. The left limb od appeared to re-open at its distal end just prior to the left hypogastric, and a significant amount of calcification was seen just distal to the left limb near the left iliac bifurcation. It appears likely that the occlusion was due to stent graft placement within a small distal aorta, and a calcified and tortuous iliac artery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.27 cm abdominal aortic aneurysm. It was reported that, at implant there was a concern about a turn in the left common iliac artery and one area of stenosis. The areas were ballooned at implant. The patient then returned to the hospital with left leg pain. CT imaging showed the left common iliac had thrombosed and was occluded. The patient was taken to the or for a femoral-femoral bypass. The patient left the or with blood flow restored to their leg. The physician stated that the cause of the event may have been due to the turn in the proximal left iliac. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.